Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-3610st serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the device's bent tip. Upon visually evaluating the device, it was noted that the tip was bent. The most likely causes for this type of occurrence are prying/levering the device against hard bone or other instrumentation during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/21/2023, it was reported by a sales representative via sems (B)(4) that an ar-3610st slotted fibertaks tip bent. This occurred during a case where they were able to complete the procedure. There was no harm to the patient.